Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. Unable to verify the display anomaly due to the blank display. The insulin pump also had a corroded motor home switch.

Event description:
The customer called to report that the insulin pump was not functioning properly. The insulin pump would re-boot and count up when a battery was inserted. Troubleshooting was performed, and the issue continued. Nothing further was reported.